Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that there was no accident and device worked great. There was 90% resolution of the symptom.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). The hcp reported that patient had a new device implanted on (B)(6) 2018, reports patient wanted to know if she should increased/decreased stimulation. Caller reported that patient was at 1.0v, 1.1v, and 1.5v. Caller reported that last night patient had an accident. Caller did not know if patient was getting 50% relief since implant. Caller did not know if patient was having any problems. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.